Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the balloon of the xxl balloon catheter burst.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, the device broke. The lesion being treated was located in the iliac vein. As the physician removed the xxl balloon dilatation catheter outside of the patient, it was noted that the xxl balloon was "broken". The procedure was completed with this device. No patient complications were listed and the patient's condition was reported as "stable". Additional information has been requested and is not available.